Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. Technical support advised customer to connect another backup battery to confirm the issue was with the battery. Customer reported that when he swapped in a good battery the issue was resolved. Technical support provided parts ID for the backup battery.

Event description:
The customer reported battery message on screen and battery led flashing. The unit was not in use; no patient/user harm reported. The event date was not specified; estimate used.